Event description:
It was reported that during the implant attempt, the physician was exercising the lead prior to insertion and felt that the helix 'jumped' out abruptly. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.